Manufacturer narrative:
At the clinic, the device was tested and the patient performed manoeuvres to determine root cause. Because of the patients previous surgeries the patient was sent for an x-ray to make sure the sensing vectors were not coming into contact with the sternal wires and to assess any migration of the electrode/ device. X-ray results were pending. After some discussions with the consultant the patient decided that for the next eight days the patients device would be turned off. The patient is going on holiday and did not want to worry about inappropriate therapy. The consultant and patient knew that boston scientific recommends not deactivating the device as the patient will be un-protected; however it was deemed the patients risk of inappropriate therapy was higher than the risk of an arrhythmia and the clinical decision was made to temporarily deactivate the device, so the patient could go on holiday. The patient has been booked for a follow up in the near future. At that time x-rays will be reviewed and any further troubleshooting will be done. It was not that after further reprogramming will take place the device will be tested and if further episodes occur a possible ablation will be considered or a possible implantable cardioverter defibrillator (ICD) implant. The patient has been booked in for a follow up in the near future. At that time x-rays will be review and any further troubleshooting will be done. It was not that after further reprogramming will take place the device will be tested and if further episodes occur a possible ablation will be considered or a possible implantable cardioverter defibrillator (ICD) implant.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock. The device was reprogrammed when the patient was seen in the clinic. Additional programming options were inquired about from boston scientific technical services (ts) and data was upload for review. The system remains implanted. No adverse patient effects were reported. Ts noted that during the treated episodes reviewed the factors leading to the scenario was change in morphology and noise. Additional information noted that the settings were discussed with the physician but no changes were made at this time. At the most recent follow up the patient presented with another inappropriate shock. Upon interrogation, an episode with a diverted charge with subsequent shock (within the same episode) was recorded. Noise was also seen. Upon further investigation, it was noted the rate was straddling the conditional zone of 190 bpm when double counting. The patient reported being at the gym when the shock occurred. Noise was reproduced in all vectors, but primary created minimal noise. It was indicated the system would be reprogrammed to avoid inappropriate therapy. No adverse patient effects were reported.